Event description:
Reportedly, an individual was visiting in an emergency room. A hospital employee took blood and discarded the used needle. The individual, who was sitting next to the sharps container, was stuck with the contaminated needle that fell out of the box. She received tests for bloodborned diseases and all preliminary tests are negative. This allegation was submitted by a lawyer seeking compensation for his client. Kendall health care had searched the database for a three year period and has no record of a complaint filed by the individual or the hopsital at the time this event reportedly occurred.